Manufacturer narrative:
Device was received with a keypad overlay texture damage, cracked select button on the keypad overlay. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the reservoir ring was damaged. Customer¿s blood glucose level was unknown at the time of incident. Customer state that insulin pump center button had crack. The insulin pump will be returned for the analysis.